Event description:
It was reported that after performing quantitative coronary angiography, then pre-dilatation with a 2.5 x 20 trek balloon dilatation catheter, and after successful advancement and deployment of a 4.0 x 38 rx xience prime stent in a moderately calcified lesion in the heavily tortuous ("s"-shaped) proximal to mid right coronary artery, the balloon of the rx xience prime stent delivery system (sds) was reportedly difficult to deflate and difficult to remove from the deployed stent, as the balloon was described as sticking to the stent. The rx xience prime sds was forcefully yanked from the stent, freeing the balloon from the stent, however, resulting in a shaft separation at the guide wire exit notch, during which the patient experienced brief elevation in st level. The st level was confirmed not to be an indication of a myocardial infarction and quickly subsided without treatment. During withdrawal, once the rx xience prime reached an unspecified guiding catheter, resistance was felt between the sds and guiding catheter; reportedly due to the s-shape of the vessel, the balloon entered the distal end of the sheath at a sharp angle. The sds was ultimately removed from the sheath and the procedure as considered completed. After removal from the anatomy, the balloon appeared to be flattened. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed report, the following additional information was received: during pre-dilatation, the 2.5x20 trek balloon dilatation catheter was inflated once to 20 atmospheres and held for 20 seconds. The 4.0x38 rx xience prime stent was then deployed via two inflations to 20 atmospheres, with each inflation held for 20 seconds; negative pressure was then applied and held for 47 seconds before attempted withdrawal. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported deflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Additionally, the deployment procedure section states, note: do not exceed the labeled rated burst pressure (rbp) of 18 atm. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age. (B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.